Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device lot number corrected from 0016839014 to 0016745971. Device expiration date corrected from 02/29/2016 to 01/31/2016. Device manufactured date corrected from 04/07/2014 to 02/19/2014. Device evaluated by MFR: the advancer and the catheter were connected upon return. Upon review of the device there was a hair stuck to the base of the advancer by sticky tape. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign matter was found inside of the packet. A 1.25mm rotalink plus was selected to treat the unspecified target lesion. Upon opening the device during preparation, it was noted that a long black hair was stuck inside the packet. The procedure was completed with another of the same device. There were no patient complications reported and the patients' condition was stable.

Event description:
It was reported that a foreign matter was found inside of the packet. A 1.25mm rotalink¿ plus was selected to treat the unspecified target lesion. Upon opening the device during preparation, it was noted that a long black hair was stuck inside the packet. The procedure was completed with another of the same device. There were no patient complications reported and the patients' condition was stable.